Manufacturer narrative:
The device nor data logs were received for evaluation. If device or data is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male presenting with low cardiac function suspected of acute myocarditis. Impella lp5.0 pump was inserted on (B)(6) 2018 without any reported issues, however, on (B)(6) 2018, hematoma was found during impella support. As treatment, doctor performed a surgical operation.